Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod.

Manufacturer narrative:
Blood was observed on the device. Inspection of the device found no issues capable of causing the observed bleeding. The cause of the bleeding could not be determined. The soft cannula was observed to be incorrectly installed. Because of this, the soft cannula could not exit the device and be inserted into the user, effectively preventing the transportation of insulin from the device to the user. Fluid leaked above the o-ring, reducing the amount of fluid that would be capable to exit the pod. This would also be capable of hindering the user's insulin therapy. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.